Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. The 1.2x06mm mini trek balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc was advanced to the target lesion without resistance; however, during inflation the balloon ruptured at 4 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, the decision was made to abort the procedure without further treatment. There was no additional information provided.